Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem, cassette will not lock was found during inspection test. The root cause is from a faulty latch lock flex. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the cassette did not lock. The device evaluation also revealed a dso seal issue. There was no patient involvement and no patient harm/no adverse event reported.